Event description:
After iabp for one week, the "blood detected" alarm sounded from the sys 97 pump and blood was noted in the catheter. Event complications: none from the event - reported 09/08/1998. Pt's current status: unk - rpt'd 09/08/1998.